Event description:
During a routine shift check by a clinician, the device displayed a "system fault 36" message. There was no patient involvement in the reported malfunction. Subsequent biomed testing was unable to duplicate the malfunction.